Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex intraperitoneally (ip) for automated peritoneal dialysis (apd). In 2010, the patient was diagnosed with bacterial peritonitis. It was not reported if the patient required hospitalization. On an unreported date, a sample of peritoneal effluent was cultured. The culture result revealed pseudomonas aeruginosa. It was not reported if the patient received remedial therapy. The root cause of the bacterial peritonitis was unknown. On an unreported date, the patient was transferred to hemodialysis. An outcome for the event of bacterial peritonitis was not reported.